Manufacturer narrative:
Concomitant medical products: 1103 hvad pump, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead undersensed the patient's ventricular tachycardia (vt)/ventricular fibrillation (vf). The rv lead was capped and a new rv lead and subcutaneous coil was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.